Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported loss of stimulation following an unrelated spinal surgery. An impedance check revealed disconnected electrodes. A revision procedure was performed and the evoke scs system was replaced.